Event description:
It was reported that a ht70 plus ventilator had a coin battery failure and a possible external battery issue. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The service engineer (se) inspected the device, replaced the coin battery and found no issue with the external battery. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.